Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet due to entering an incorrect pairing code and attempting to pair with the wrong sensor type, after which the correct code was entered and pairing was in progress. No adverse clinical symptoms reported. Outcomes included successful guidance for correcting the pairing process and continued use without adverse effects. User support included customer support troubleshooting and education on proper dexcom g7 pairing within the ilet application. Investigation of this case revealed user setup error related to pairing code entry and sensor selection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.